Event description:
It was reported that during a trial implant procedure held on (B)(6) 2022 the radio plaque tip of the 8 mm curve sheath had sheared and is currently in the patients body causing the procedure to be abandoned. Additional surgery may take place later. During the same procedure the patient experienced a csf leak, documented in related manufacturer reference number 1627487-2022-02954.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.